Manufacturer narrative:
The device is expected to return for evaluation. It has not been received.

Event description:
The event involved a tego connector that at the end of the dialysis session, the nurse disconnected the arterial line from the arterial branch of the catheter and then took a sterile 2ml syringe to control blood sugar. Air was noted coming into the syringe before the blood. She aspirated the air and clamped the line before performing new manipulations. The tego connector was then replaced, noting no air in the catheter and good blood flow. The nurse again aspires to check the permeability, flushed the line and installed the connector. There was no adverse event or delay in critical therapy reported.

Manufacturer narrative:
H10 - the device was not returned for evaluation. The reported complaint cannot be confirmed without the returned sample. A device history review (DHR) lot# 4032904 and relevant commodities were reviewed, and no non-conformances were found that would have contributed to the reported complaint. Additional information can be found in section b3 and d10.